Event description:
The reporter stated that the set was leaking. During review of the returned product it was found that the leakage was due to a cracked female luer lock. No pt injury or treatment associated with this event.